Event description:
The customer reported that during a laparoscopic gastric bypass, an alarm was heard and a red light was observed and the system stopped working. The surgeon noticed that the lower jaw of the dissector was bent. After removing it from the patient's abdomen, a piece of the active waveguide disengaged. Another dissector was installed on the system and the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.